Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing location: monument, manufacturing date: july 13, 2017, expiration date: may 31, 2027, part: 04.037.460s, 14mm/130 deg ti cann tfna 400mm/right-sterile, lot: h402963 (sterile). Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Sterilization control number (scn) supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part: 04.037.912.4, wave spring, shim ended, bp55, lot: h249486. Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card received from smalley were reviewed and determined to be conforming. Part: 04.037.942.2, lock prong, 130 degree tfna, bp55, lot: l443329, purchased finished goods traveler met all inspection acceptance criteria. Part: 04.037.912.3, tfna lock drive, bp58, lot: h394475. Work order traveler met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part: 21127, timoagri16.00, bp80, lot: h217006. Certificate of test received from ati specialty metals was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent hardware removal procedure due to broken trochanteric femoral nail-advance (tfna) nail. The tfna nail was implanted few months ago. The procedure and patient outcome are unknown. Concomitant device reported: tfna helical blade (part 04.038.305s, lot # h470581, quantity# 1), unknown locking screws (part # unknown, lot # unknown, quantity# unknown). This report is for one (1) tfna nail. This is report 1 of 1 for complaint (B)(4).